Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d314trg implantable cardioverter defibrillator (ICD)  implanted: 2012-(B)(6), product ID 693565 imp lantable tachy lead implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the device and leads were explanted due to bacteremia. The patient was enrolled in the system longevity study. No further patient complications have been reported as a result of this event.